Event description:
Syringe crushed, accidental injury. Info was received in jan-01 and feb-2001 from a licensed practical nurse who reported that a syringe had crushed during an attempt by an md to inject the product. The reporter stated that as the md applied pressure to the barrel of the syringe, it crushed the md's hand with resultant cuts to their palm, index and third finger. The needle gauge used was unk and the syringe appeared "okay" prior to its use. The md stated that this was the first time this incident happened as they "do these injections everyday". It was reported the md sustained only superficial cuts and treated self. The quality assurance complaint department reviewed batch production records for synvisc lot number h0010 filled syringes had inadvertantly dropped 29 inches to the fl during the inspection stage. Re-inspection of the tray was immediately performed and 30 syringes with defects were rejected. The remaining 70 syringes did not show any glassware defects. Product reconciliation and packaging vertification records were also reviewed and no deviations were found. Ten retained units were inspected for any cracked, broken, or any other defect and nothing was found. Extrusion was performed and no problems were noted.